Event description:
Additional information was received indicating oversensing was observed which led to the discovery of the lead dislodgement. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, it was observed the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and oversensing. The reported event of oversensing was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning the lead and by applying torque to the connector pin, the helix could be extended and retracted with the helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination did not find any anomalies except for the over torqued inner coil consistent with procedural damage.